Event description:
The customer reported that the 9800 system had a milliamps error and communications error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board, generator drive board, and interconnect cable were replaced during the service call. The system was tested and found to be working as intended, and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.